Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that all of a sudden the patient's face started dropping and their right arm became stiff with a strong tingling sensation. The rep reported that the patient called emergency services because they thought they were having a stroke. The rep reported that the patient had seen the hcp earlier that day for injections in their salivary glands as well as some ins programming. The rep reported that the hcp made some changes to the ins that the patient seemed to tolerate well. The rep reported that shortly after leaving the hcp's office, the patient stated their walking became more difficult and then later that evening the face dropping and stiffness in their right arm began. The rep reported that the hospital tested the patient for stroke and did not believe that it was a stroke. The rep reported that the ins was interrogated and no short or open circuits were noted, and impedances were within normal limits. The rep reported that the settings were switched back to the original settings and within a few minutes the patient's face was no longer drooping and the patient stated they felt much better and was no longer feeling the shocking and tightening sensation in their arm and face. The rep reported that the issue was considered resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.